Manufacturer narrative:
10/09/96- supplemental report submitted to FDA by mfg. Additional information data submitted for a-3, d-7, d-8, d-9 and e-1. Evaluation indicated and codes entered on h-3 and h-6. Summary of results: the device displayed damage incurred due to exposure to excessive heat. The safety shield cannot be activated due to the distortion caused by the heat, however, the safety shield does function properly when activated manually. The heat damage has been attributed to the user exposing the device to elevated temperature.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not function properly. The surgeon applied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.